Manufacturer narrative:
Sientra complaint #: (B)(4). Sientra received the suspected device from the customer and performed a failure analysis. Upon initial observation the device was found to have a shell failure, a patch joint failure and light yellowing. The device was unable to be weighed. Upon device inspection, the explant patch had detached at the inner patch of the shell. A pinhole rupture was located on the upper left anterior surface. Upon optical inspection, the explant was received ruptured and was submitted for optical analysis. An area with possible striations was identified. Optical microscope images were taken of the area. The patch integrity test resulted in a pass for mechanical testing. The observed result of the shell failure is surgical instrument damage. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
Bilateral capsular contracture, baker grade 3, right side and right implant ruptured, discovered during surgery.

Manufacturer narrative:
Correction: b5.

Event description:
Bilateral capsular contracture, baker grade 3, left side and left implant ruptured, discovered during surgery.